Manufacturer narrative:
Unit passed the, rewind test, prime/seating test, basic occlusion test, and force sensor test. Sleep current measurement and active current measurement within specifications. Unable to perform the displacement test and occlusion test due to missing retainer. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with missing reservoir tube o-ring, cracked keypad overlay at select button, fading serial number label, scratched case, and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25. Customer's blood glucose level was 4.7 mmol/l. The alarm recurred within a week of troubleshooting the previous occurrence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.